Event description:
It was reported a patient presented with hiccups due to extra cardiac stimulation and atrial lead dislodgement, confirmed via x-ray. The lead was programmed off, then explanted and replaced in a procedure on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and extra cardiac stimulation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was overtorqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure.